Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of occlusion alarm was identified during functional testing and alarm log review as an f-2 alarm. The cause of the condition was due to occlusion sensors being out of specification. To correct the condition, the occlusion sensors were adjusted. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up will be sent.

Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. This was found before use. There was no patient involvement. No additional information is available.